Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the event occurred at the cath-lab". The machine has not recognized the fiber optic catheter inserted in the slide, however, have tried to work in ECG mode and they performed the introduction. At that point the balloon is only swelled for a third party and not for the entire length. They removed everything and they found blood in the balloon (probably drilled). Md removed all of the intra-aortic balloon per the IFU and that they supposed the balloon had a hole. The device was removed and replaced. They inserted another catheter (30 lws) that worked properly but the machine has recognized it as a 40cc. There was no reported delay in therapy, harm or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device but the device was returned withdrawn through the teflon sheath, and in an attempt to remove the sheath from the iab, the iab bladder became damaged and unable to be functionally tested any further. Per the instructions for use manual "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The cause of the complaint was unable to be determined due to the returned state of the device. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for developing trends.

Event description:
It was reported that "the event occurred at the cath-lab". The machine has not recognized the fiber optic catheter inserted in the slide, however, have tried to work in ECG mode and they performed the introduction. At that point the balloon is only swelled for a third party and not for the entire length. They removed everything and they found blood in the balloon (probably drilled). Md removed all of the intra-aortic balloon per the IFU and that they supposed the balloon had a hole. The device was removed and replaced. They inserted another catheter (30 lws) that worked properly but the machine has recognized it as a 40 cc. There was no reported delay in therapy, harm or complications.